Event description:
It is reported that a customer's o-ring came off on their insulin pump. The patient's blood glucose level was at 208 mg/dl. The customer stated that there cosmetic damage to the pump but damage was not done by a vehicular accident. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing reservoir tube o-ring.

Manufacturer narrative:
.